Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, d9, e4, h2, h6. The device was not returned to olympus for inspection and the reported failure was not confirmed. Upon checking the actual device, no abnormality was found. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic colonoscopy procedure, the clip connector remained inside the body while still attached when the clip was in use. The handle was cracked, making it difficult to retrieve the clip connector. There were no further reports of patient harm. This emdr is for the clip applicator/connector device.